Event description:
Additional information was received which indicated out-of-range (oor) shock impedances were observed again, measuring 150 ohms. It was noted that the pacing impedances had also increased. Boston scientific technical services (ts) recommended performing non-invasive programmed stimulation (nips) testing, however, the patient was resisting any testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead had been rising for several months and had reached greater than 125 ohms. Boston scientific technical services provided troubleshooting and programming options. No adverse patient effects were reported. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain in service - mr.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
Additional information was received which indicated the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.